Event description:
It was observed during the device inspection, that the bronchovideoscope plastic distal end cover was burned and the coating on the connecting tube was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Event 1: a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the suggested event may have occurred by applying stress such as the following to insertion section. -physical stress such as rubbing or hitting insertion section. -chemical stress by performing reprocessing not recommended in instruction for use (IFU). -stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Event 2: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the user used a high energy endo therapy accessory, such as a laser or high frequency device, without maintaining sufficient distance from the tip of the subject device. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). IFU bf-1t260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. IFU bf-1t260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.